Event description:
The plaintiff's attorney alleged that the decedent experienced a coma event on or about (B)(6) 2013 and subsequently expired on or about (B)(6) 2013, after the use of the product.

Manufacturer narrative:
This is one event (coma) of two events reported for the same pt involving three separate products: associated mdrs # 2937457-2014-00149, 2937457-2014-00150, 1225714-2014-00243, 1225714-2014-00244, 1225714-2014-00245 and 1225714-2014-00246.